Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had a loss of therapeutic benefit. Caller stated the last couple of weeks the therapy has not been working quite as well as it had been for their bowel symptoms. Patient went to check the status/turn therapy up and noticed it was on 0.2 but dont remember it being that low. They turned it up and when they got it to 0.4 it was shocking inside their vagina so bad they were in terrible pain. Patient described it as shocking them in the vagina (not close to the rectum where they normally feel stim) and it was miserable and they were "having a fit". Patient had to turn it off and back down to 0.2 and then on. Caller stated as the night went on, they slowly increased stim back up and now they are on 0.6. Caller is wondering what they can do now. With instruction patient switched programs and increased stimulation to a comfortable level. Patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the cause of the setting unexpectedly being at 0.2 was unknown. They reported that what most likely caused or contributed to the issue was changing the setting. They reported that steps taken to resolve the issue were to turn the power off to program. They stated that the issue had been resolved.